Event description:
Leica microsystems (switzerland) ag received a complaint from brazil stating that the swing arm of a m320 tc12 had come loose. This device is used in a student training center, no medical interventions are performed. There was no patient involvement.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
This is a final report. A root cause investigation was performed. It was found that the shaft of the microscope carrier partially slipped out of the short arm. The retaining ring does not show any unusual deformation, either in diameter or due to bending. The inner diameter of the retaining ring is 23,2 mm. The diameter of the notch of the microscope carrier fixation is 23,9 mm. The retaining ring fits perfectly into the shaft notch. The device has been in use for almost 4 years, therefore it can be ruled out that the incident occurred due to an assembly error. The review of the manufacturing records and the service history showed no abnormalities. A review of the complaint statistic revealed that there were no further complaints with similar or identical failure mode. This event can be considered an isolated event with no systemic or adverse trend. Based on the information available, it is assumed that the defect is not caused by a malfunction of the device, as the investigation did not indicate any deviation from the defined specification. It is suspected that excessive force and/or weight was applied to the microscope carrier, resulting in the reported malfunction. The root cause could not be determined. The affected microscope carrier and the short arm were replaced.